Event description:
Caller reported a malfunction on pump with a malfunction code of malf 12, which was displayed on the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, assisted caller with the reset process, and verified that the malfunction code did not recur. Caller was advised to continue using the pump and to reach out again if the malfunction code reappears.